Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic inflammatory disease ("pelvic inflammatory disease"), imminent abortion ("inevitable abortion/ pregnancy (termination)"), pregnancy with contraceptive device ("pregnancy with complication"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. Co4515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted : no". The patient's medical history included blood pressure high, weakness, cholecystectomy, miscarriage, left upper quadrant pain, grand multiparity and adnexal torsion. Denies chest pain, denies vomiting. Denies back pain, denies shortness of breath, denies fever, denies chills, denies fatigue, denies headache, denies anxiety, denies dizziness, denies neck pain, denies altered vision, denies altered speech, denies altered coordination , denies confusion, denies lethargy, denies syncope , denies suspected foreign body, denies palpitations , denies weight gain, denies hemoptysis, denies dysuria and denies blood in stool. (B)(6) 2017- us retroperitoneal kidney- impression: normal renal ultrasound (B)(6) 2017- us transvaginal non ob- left ovary not identified. No left adnexal mass identified. Concurrent conditions included nausea, vomiting, photophobia, acute pyelonephritis, low back pain, fever, leukocytosis, myalgia, cyst of kidney, chills, dizziness, tubo-ovarian abscess, diverticulitis, appendicitis, flank pain, ovarian cyst, dermoid cyst of ovary, nephrolithiasis, diarrhea, adnexa uteri pain, vomiting blood, sore throat, esophageal pain, streptococcal pharyngitis, stress, anxiety, cough, hypokalemia, dehydration, microcytic anemia, tingling, loss of sensation, hypotension, upper respiratory infection, pneumonia, influenza, night sweats, deep vein thrombosis and prophylaxis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 2 months after insertion of essure. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes,"). On (B)(6) 2016, the patient experienced imminent abortion (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), subchorionic haemorrhage ("visable fetus with sub chorionic hemorrhage"), pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with misoprostol (cytotec) and surgery (left salpingo-oophorectomy and oophorectomy(right), left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, subchorionic haemorrhage, pelvic inflammatory disease, imminent abortion, pregnancy with contraceptive device, pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal discharge, migraine, headache, fatigue, weight increased, bladder disorder, urinary tract disorder, abdominal pain lower and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, imminent abortion, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device, subchorionic haemorrhage, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: outcome of the pregnancy was mentioned as termination. Right side: 3 and left side: 2 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: post essure tubal closure confirmation. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: headache, migraine, urinary tract infection, abdominal pain, fatigue, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-dec-2018: plaintiff fact sheet and medical records received: new event urinary tract infection, visable fetus with sub chorionic hemorrhage, pelvic inflammatory disease were added. New reporter, race, treatment drug, medical history and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (left salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pelvic pain"), imminent abortion ("inevitable abortion"), pregnancy with contraceptive device ("pregnancy with complication"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. Co4515) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted : no" and device ineffective "device ineffective". On (B)(6)2015, the patient had essure inserted. In february 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In june 2015, the patient was found to have weight increased ("weight gain"). In july 2015, the patient experienced fatigue ("fatigue"). In august 2015, the patient experienced vaginal discharge ("vaginal discharge"). On(B)(6)2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 2 months after insertion of essure. In may 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes,"). On (B)(6)2016, the patient experienced imminent abortion (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (left salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, pelvic pain, imminent abortion, pregnancy with contraceptive device, abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal discharge, migraine, headache, fatigue, weight increased, bladder disorder, urinary tract disorder and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, headache, imminent abortion, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, vaginal discharge and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: outcome of the pregnancy was mentioned as termination. Right side: 3 and left side: 2 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received: reporters, lot number c04515, events (pregnancy (with complications), lower abdominal pain, bladder or urinary problems or changes, migraines / headaches, migration of essure device (location of device: shifted), tubal ligation, pain, vaginal discharge, fatigue, weight gain and other injury (ies) or complication (s) please describe: inevitable abortion) were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.